Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the rv lead exhibited high impedance. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.